Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Information was received from a user facility via the food and drug administration (FDA) regarding a patient receiving balcofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was noted that the patient had a history of cerebral palsy (cp). It was reported that the pump was placed at an outside hospital and there it was believed that it may not be working properly. The event date was (B)(6) 2018. Investigation was done but it was inconclusive and after doing a dye study, it was felt that the pump was not working appropriately. The patient underwent appropriate consent after going over the risks and benefits, and the decision was made to explore a baclofen pump with revision of sutureless pump connector. No further complications were reported or anticipated.